Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller is from MRI center helping pt to put their ins into MRI mode but they keep getting no device found. Tss had caller turn communicator and handset off and retry but this didn't resolve. Had caller do hard shut down of handset and turn off communicator which didn't resolve. Pt indicated they were having problems trying to connect with their handset recently but would retry and this would resolve. When asked, pt was unsure whether they were currently getting stimulation therapy. Tss had caller work with pt to start a recharge session with ins and then ins charge level was showing as at red level / depleted and they were in passive charging with 7 and 9 on screen. Tss reviewed this was why pt was having trouble communicating with their handset. Tss reviewed trying to move wr around to get higher numbers and continue charging ins so they can put into MRI mode. Pt indicated that they fully charged their ins yesterday so there was concern about why the ins had depleted quickly and caller was expressing concern about conducting the MRI. Pt says they usually use a setting of around 6. Tss reviewed that pt could be di rected back to managing hcp to have their system checked if this was a concern.